Event description:
It was reported that the pt experienced a lack of therapeutic effect. The pt experienced a fading sensation when stimulation was turned on and turned up. The pt also felt shocking when they would turn up their stimulation and then move. High impedances were also reported. Impedances of >40000ohms were measured. The only pair that is within normal limits (reading 1340) was 5/6. Additional info has been requested, but was not evaluate as of the date of this report.

Manufacturer narrative:
(B) (4)